Manufacturer narrative:
Section b1 and b2: corrected. Section d4: catalog number corrected. Section d5: operator of device corrected. Section h1: report type corrected. Section h6: health effect - clinical code, health effect - impact code, and medical device. Problem code corrected. Manufacturer's investigation conclusion: the report of bleeding between the pump and apical cuff could not be confirmed through this evaluation. A specific cause for the reported event could not be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device. This section suggests tying the sutures of the apical cuff tight with 6 to 7 throws on each knot and instructs the user to ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The device is included in the hm3 inflow seal interface with apical cuff notice issued by abbott on 19 mar 2024. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an issue in the heartmate 3 inflow o-ring deal interface with the apical cuff. During hemostasis, it was noted that blood was escaping between the o-ring and pump. In the second step, the pump was attempted to be repositioned with no success. An additional strip of felt was attached around the ring to stop the bleeding. Furthermore, individual seams with felt were placed in front of the already laid felt seams from the ring. This attempt was unsuccessful too. In the third step, the patient was taken back to heart lung machine (hlm) and the hm3 was stopped. The pump was unlocked and separated from the ring. Additional flap seams were fixed to the holes in the pump housing. The pump was then inserted, closed, and secured to the ring with additional stitches. Inotropes were started. No bleeding was observed after the pump was restarted after the 3rd step. There were no patient consequences, however, a delay in surgery was reported as a result of the event. The patient was reportedly in the intensive care unit in a stable condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.